Manufacturer narrative:
The customer was shipped a replacement footswitch on february 2, 2018 and was received at the customer facility on february 5, 2018.

Event description:
It was reported that during a procedure, the footswitch gave random error messages and did not always respond; broken connector cable. The procedure was not completed due to this event. There was no injury reported.

Manufacturer narrative:
The foot switch wprf twin aqiln was received at the manufacturer on march 19, 2018.

Manufacturer narrative:
Product evaluation: the footswitch was analyzed by the manufacturer on march 27, 2018 and the evaluation noted: visual inspection of the unit shows no signs of damage or wear and tear. Both of the foot paddles were working fine. The cable was not broken or damaged. Probable root cause: based on the analysis, the probable cause of the failure could not be confirmed.